Event description:
It was reported to philips that the x-ray tube was damaged during interventional surgery on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective x-ray tube. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).